Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coronary artery bypass grafting, in the sternum wiring process, the needle was bent. The same problem was experienced 3 times with the 3 devices in the same case. The steel wire could not show enough resistance and the needles were bent. The device was replaced to complete the case. There was no patient injury.